Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection at the pylorus of the stomach on a laparoscopic roux-en-y bypass, the surgeon was able to press the green button but the firing stuck in the middle and resulted to poor staple formation. They changed a new pack to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the reload was partially fired with the interlock engaged. The jaw was open for both reload. Staples were visible at the 5cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlocks were over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected for both reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.